Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 900 mg/dl. The infusion set was changed two days prior to the hospitalization. The programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.